Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient was readmitted for hemolysis and hematuria. The surgeon reported that the patient had dark urine and a ramp study, echo and log files showed no evidence of thrombus. The patient is currently stable at present with no alarms.

Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.